Event description:
It was reported that an ilet display appeared frozen, which was resolved by pressing the wake button and swiping to unlock; functionality returned to normal and no further issues were reported. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no alarms or alerts. Investigation included user guidance and basic troubleshooting over the phone. Investigation of this case revealed normal device function after user interaction, consistent with transient user interface unresponsiveness without replication. It was concluded, based on previously established findings for similar reports, that the cause was user interface recovered with standard operation and no device malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.